Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred for three (3) weeks on unspecified dates. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that an unspecified quantity of minicap transfer sets had a "white valve" that was not secured around the tubing which resulted in a leak. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.